Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having low blood glucose of 38 mg/dl and a current blood glucose reading of 81 mg/dl. Customer indicated that they will monitor the pump and declined to troubleshoot at this time but will call later. No further details given.